Event description:
It was reported that the user experienced repeated insulin occlusion alerts on the ilet using a teflon infusion set, with blood glucose measured at 270 mg/dl; upon supply changes, the cannula was not bent, tubing was free of bubbles, and the insulin cartridge appeared cloudy, after which all supplies and insulin were replaced and insulin delivery resumed. Customer care provided support that included guided replacement of the infusion set, cartridge, and insulin, and verification of insulin flow resumption. Investigation of this case revealed no mechanical occlusion of the set or cartridge and pointed to compromised insulin quality as a plausible contributor given the cloudy appearance. Symptoms included headache, malaise and nausea associated with hyperglycemia reported. Outcomes included continued monitoring without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.